Event description:
Report received from abbott international affiliate (abbott canada) that states: "underdelivery/partial delivery. The amount of antibiotics delivered to the pt was less than had been prescribed. No side effects were experienced by the pt." The pump was set to infuse 250ml over 24 hrs. The pt was given pills to complete the treatment. No add'l info was available.